Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 279 mg/dl. The customer experienced symptoms such as a work sick/vomiting result of high blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that the infusion set had bent cannula and site leaking at the insertion. The insulin pump will not be returned for analysis.